Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that a cascadia interbody implant fractured while the surgeon was rotating the implant during insertion. The procedure was completed successfully with a fifteen minute surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a cascadia interbody implant fractured while the surgeon was rotating the implant during insertion. The procedure was completed successfully with a fifteen minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.